Manufacturer narrative:
This report is submitted on january 9, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted due to the patient experiencing a long term infection that resulted in a breakdown of the skinflap and extrusion of the device (date not reported).